Event description:
(B)(4) clinical study. Same case as MDR ID 2134265-2013-09684, 2134265-2013-09686, and 2134265-2014-00207. (B)(4) clinical study. It was reported that myocardial infarction (mi), jailing of the vessel, and in stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with unstable angina (braunwald classification-ib) and non st elevation mi was diagnosed. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. Target lesion #1 was located in the 1st diagonal with 90% stenosis and was 22 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the 1st obtuse marginal (om1)with 99% stenosis and was 23 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.75 x 8 mm and 2.50 x 24 mm promus element plus stents in overlapping fashion. Following post dilatation, residual stenosis was 0%. Target lesion #3 was located in the distal right coronary artery (rca) with 99% stenosis and was 22 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to mi and was hospitalized on the same day. The cardiac enzymes drawn were found to be elevated and cardiac catheterization was recommended. Coronary angiography revealed severe 80% isr of mid left circumflex (lcx) artery stent going to om1 stent which subsequently jailed the atrioventricular (av) groove and caused 90% stenosis beyond the om1 stent. The 100% occlusion of the previously placed study stent as well as the resolute stent located in the 1st diagonal was treated by performing percutaneous coronary intervention (pci) with 50% residual stenosis. Initially, the 100% occlusion in the first diagonal was attempted to be treated with 2.5 x 15 mm emerge balloon, however it caused a significant complication of 'watermelon seeding'. The occlusion was treated with balloon angioplasty using a different device with 50% residual stenosis. Electrocardiogram reveals the event mi. The event was considered as not resolved. The patient was discharged on aspirin and clopidogrel. 12 days post discharge, the patient was presented due to worsening coronary artery disease and was hospitalized on the same day. The patient was treated with 3-vessel coronary artery bypass graft (CABG), including left internal mammary artery (lima) to left anterior descending (lad) and saphenous vein graft (svg) to 1st om and svg to 1st diagonal.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented due to chest pain instead of the previously reported myocardial infarction (mi). The worsening coronary artery disease was considered resolved on the same day the patient was hospitalized. Four days later, the patient was discharged.